Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported air bubbles in his reservoir during the filling process. Customer's blood glucose is 154 mg/dl. There is a large bubble. Customer stated he did not rewind his insulin pump with the reservoir in place. Customer was assisted with priming the air bubbles out. He was advised of proper insulin storing methods. Nothing further reported.